Event description:
The physician attempted to deploy an endeavor resolute 3.00 x 18 mm rx drug eluting stent. The target lesion was in a non- tortuous vessel in the mid rca, had 85% stenosis and a little calcification. The lesion length was 16 mm. Initially a pre-dilatation was carried out using a 2.0 x 15 mm balloon. The endeavor resolute stent was advanced but resistance was encountered and force was used but the device did not reach the lesion. There was also resistance between the device and other devices used in the procedure. When it was removed it was reported that the strut of the stent was damaged. Another stent was used to complete the procedure. There was no injury to the patient. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Evaluation, results: related to another drug/device ( there was resistance noted between the device and other devices used during the procedure). Conclusion: user error contributed to event (force was used during advancement). Operational context caused or contributed to event (there was resistance noted between the device and other devices used during the procedure). (B)(4).

Event description:
Device evaluation: no resistance was felt during initial mandrel movement. The distal tip was flared. The device was returned with a non-medtronic sheath and stylette. None of the stent segments were deformed.

Manufacturer narrative:
Evaluation results: failure to follow instructions (use of force when resistance was encountered). Inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (lesion had 85 % stenosis and a little calcification). No results available since no evaluation was performed. Evaluation conclusion: failure to follow instructions (use of force when resistance was encountered). Known inherent risk of procedure (failure to deliver stent and stent deformation). Lesion morphology (lesion had 85 % stenosis and a little calcification). (B)(4).